Event description:
In 2005, the lay user/reporter contacted lifescan on behalf of lay user/pt alleging the her one touch ultra meter was reading inaccurately low. The medical affairs specialist spoke with the reporter the next day to obtain/verify information. The whole week the pt was getting morning results of 35 to 50 mg/dl fasting. Because of the low readings the pt was not taking her prescribed diabetes medications. In 2005, the pt experienced symptoms of dizziness and obtained a reading o 132 mg/dl sometime between 2:30 and 3:30pm. Although the reporter initially stated the pt had fainted, upon verification she stated the pt had not fainted. Within 5 minutes, she retested her blood using a neighbor's glucose meter and got a reading of 245 mg/dl. Her family member had given her coffee with glucose after the second reading because he thought her blood glucose was actually too low. The pt had not taken her prescribed diabetes medication that day. They contacted the physician who recommended resuming her midications and testing with a different meter. The next day the pt visited the eye doctor who tested her blood glucose. He advised her that her blood glucose was "out of control." No treatment was administered. The customer care agent had discovered the pt was cleaning once a month and using expired test strips. The pt did not have quality control supplies to complete troubleshooting. The meter was set to the correct unit of measurement and the correct testing technique was being used. The meter, test strips, and control solution have been replaced.